Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump alarm sounded at full volume without any alert or error displayed on the screen, which was disruptive and suggests the device displayed an incorrect or absent message associated with the screen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed incorrect data definition related to messaging behavior and association with the screen, consistent with a device displaying an incorrect message. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.